Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a drain was used. There was a foreign substance like a human hair in the sterile package. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: one complaint sample is received for evaluation, below are few observations during visual inspection, primary pouch of the product was missed. Product was received in teared secondary pouch. No negative observation was identified at marked location of pouch, however, a tiny hair like particle was visible nearby label. Additionally, a tape was pasted at the opened surface of the pouch, which is partially open from the edges. Considering all complaint sample review observation, it is suspected that the product might have exposed to unfavourable environment or mishandled during pouch opening, and lead to the defect generation. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample of complaint lot were checked and found satisfactory. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.